Event description:
It was reported that the patient presented to the emergency room after experiencing acute pain followed by shortness of breath. Dislodgement was suspected. During repositioning, a small kink in the lead was observed. The lead was explanted and replaced. Patient was doing fine after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.